Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep later reported the physician believed the patient had a documented infection. The left ins and extension were removed. The lead was salvaged and there was hope that after antibiotic therapy they can re-implant a new ins and extension in 4-6 months.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient experienced a pin hole skin breakdown on the left-top backside of their head where the lead/extension connector was placed. The rep reported that the patient went to their healthcare provider (hcp) a few days prior, complaining of soreness at this site on (B)(6) 2017. The rep reported that the patient went back to the hcp on (B)(6) 2017 and when the hcp pushed on the site, a white/yellow puss came out and the patient was admitted. The rep reported that the patient was scheduled for exploratory surgery on (B)(6) 2017. The rep reported that during surgery, the pin hole skin breakdown was documented at the lead/extension connection site on the patient's left side, as well as the presence of puss when the ins pocket was opened in the patient's left chest. The rep reported that the patient's left ins and extension were explanted, and the left lead was thoroughly cleaned. The rep reported that the patient was doing well after surgery and the patient's right system was on and doing well. No further patient complications have been reported as a result of this event.